Event description:
It was reported that an ilet pump with did not respond to the sleep/wake button and the display did not turn on despite a full battery and placement on a charger showing a solid green indicator; the user confirmed full coverage of the sleep/wake button, absence of visible screen damage, lack of vibration feedback, and inability to restart via the mobile app due to no active connection. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included provision of education on shutting down the device via the menu to prevent further alerts, guidance that device data would not transfer to the replacement and that startup would be required, instructions to sync data to the mobile app prior to return, confirmation that a shipping label would be provided, verification of addresses, and confirmation that the current pump should be returned within one week; the user was advised to continue cgm use with the dexcom app or receiver. Investigation included customer service troubleshooting of the power and user interface functions, verification of charging status, and remote assessment steps. Investigation of this case revealed a suspected device malfunction involving the user interface sleep/wake button and display/power control, consistent with a nonresponsive on-device control despite adequate charge and correct user actions. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction affecting the user interface hardware.